Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock following a post-implant morphology change associated with bundle branch block (bbb). At the time, the device was programmed to primary sensing vector. The patient was seen in follow-up, and the captured subcutaneous electrocardiogram (s-ECG) data were submitted to technical services (ts) for review. Ts recommended reprogramming to secondary sensing vector with 2x gain and smart pass enabled. No adverse patient effects were reported other than the inappropriate shock. The s-ICD remains in service.